Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow and rejected at testing for failure to power up. Upon investigation found the power supply to power management board cable was not connected which caused the power issue. Connected cable and reassembled device, device operates as it should. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow and rejected at testing for failure to power up. Upon investigation found the power supply to power management board cable was not connected which caused the power issue. Connected cable and reassembled device, device operates as it should. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing. In the previous report, section b5 describe event or problem was incorrect. It has been updated/corrected in this report.